Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. They reinstalled original rotor motion controller and then performed dmc smat terminal command to locate the index pulse on the detector encoder which resolved the issue. The system then passed the system checkout and was found to be fully functional. Case part-290296 was returned unused case part-290207 was returned, but analysis has not yet been completed. Will send supplemental when completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that on the image acquisition system (ias) boot-up, the system was not booting up all the way and there was an error initializing collimator. This was discovered on a non-clinical system during an education course. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. Through functional testing; performance testing; visual/physical examination the reported issue could not be confirmed. There was no failure found with this component. If information is provided in the future, a supplemental report will be issued.